Manufacturer narrative:
The device was reported as returning for investigation. To date, the device has not been returned. Once the device has been returned, a complete investigation will be performed and a f/u report will be provided with add'l info.

Event description:
During a procedure using ultravac 90 with integrated cable arthrowand, the tip of the wand has reportedly melted and the fragments were retrieved from the pt. Reportedly, the surgery was delayed by approx 20 to 30 minutes. Procedure was completed with no adverse reactions to the pt and no pt injury.